Manufacturer narrative:
Zoll has not received the autopulse li-ion battery for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
Per the report, the autopulse li-ion battery was charged in the autopulse multi-chemistry charger (mcc); however, the battery does not power on the autopulse platform during the shift check. There was no patient involvement.